Manufacturer narrative:
Follow-up with hosp personnel revealed syringe draws are not the usual draw for hiv pts, but nurse couldn't get blood by drawing from central line. Hosp procedures usually call for hiv blood tubes to be put in an additional enclosed container after draw, but this was not followed with this incident. Product insert does not recommend syringe filling of evacuated tubes, as sometimes in transfer from syringe to tube, the technician may be adding positive pressure to the evacuated tube by slight pressure in holding syringe in tube. This info was given to the customer by co's technical services staff, as well as sending them an additional product insert at the time of report. Visitor who was exposed is taking post - hiv exposure medication.